Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - d3 & g1 - manufacturing site should have reflected st. Jude medical, inc.(crm-sylmar) rather than st. Jude medical operations (m) sdn bhd. Correction - MFR report number - format should have been 2017865 rather than 3008377825, and cfn-based as opposed to fei-based.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure on 19 jul 2021. After programming and performing a pacing system analyzer session with the pacemaker to be implanted, it was noted that there was no radiofrequency telemetry. The pacemaker was not implanted and a new pacemaker was used instead. The patient was stable throughout.